Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back testing, within ten minutes, using different finger sticks. Her results were 152 and 196 mg/dl. The reporter did not have any symptoms. Due to unavailability of supplies, a control test was not done during troubleshooting.